Manufacturer narrative:
Additional information was received that the patient mentioned about weight loss but the physician could not confirm it. The patient underwent a revision procedure wherein the height of the pocket was raised and the ipg was replaced. No device malfunction was suspected. The patient was doing well post-operatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having pain at the ipg site. It was noted that the ipg site was hot to touch and was sore. The patient confirmed that the ipg looks tilted and the physician confirmed that it had migrated. The patient was given pain injections at the ipg site.

Event description:
A report was received that the patient was having paint at the ipg site. It was noted that the ipg site was hot to touch and was sore. The patient confirmed that the ipg looks tilted and the physician confirmed that it had migrated. The patient was given pain injections at the ipg site.

Manufacturer narrative:
Additional information was received that the patient's pocket pain was due to weight loss. No device malfunction was suspected.

Event description:
A report was received that the patient was having pain at the ipg site. It was noted that the ipg site was hot to touch and was sore. The patient confirmed that the ipg looks tilted and the physician confirmed that it had migrated. The patient was given pain injections at the ipg site.

Manufacturer narrative:
Additional information was received that the patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having pain at the ipg site. It was noted that the ipg site was hot to touch and was sore. The patient confirmed that the ipg looks tilted and the physician confirmed that it had migrated. The patient was given pain injections at the ipg site.